Manufacturer narrative:
The drill was measured and was conforming with print specification. The device history record review found no related non-conformances and the documentation shows no evidence of abnormalities. Root cause is potentially operator misuse. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported during a procedure using the arcus staple system the drill bit broke during surgery. A second kit was opened to complete the surgery. All pieces were retrieved. No delay in surgery. No impact on patient. Additionally, it was reported the operator using the drill was not the surgeon and observed as not using the proper drilling technique.